Manufacturer narrative:
H.6. Investigation summary: bd received an actual sample, and 10 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and revealed embedded foreign matter in the sidewall of the tube and foreign matter (piece of rubber stopper). Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd determine the root cause for the reported issue is attributed to the manufacturing process. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "a black foreign matter was found inside the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "a black foreign matter was found inside the tube."